Event description:
It was reported that the patient had a tiny hole in the ipg site. Symptom of pain at the pocket site was noted. The patient went to the emergency room and was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).